Manufacturer narrative:
Software logs were received and reviewed by a senior software engineer. The logs do not indicate any unusual or unexpected motion related entries that would indicate a possible condition that could result in the occurrence of the y motion in response to a press of an x axis pendant pushbutton as reported. The log records presses and releases of pendant push buttons, but not any motion that may have occurred as a result of the push button operation. An indication of the pendant producing excessive amounts of presses/releases were found in the software logs. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was refused to be provided by the site radiologist. Event date was reported incorrectly as 11/20/2015. Corrected event date of (B)(6) 2015 now provided.

Manufacturer narrative:
The initial report occurred on (B)(6) 2015 but was not reported to a medtronic representative until (B)(6) 2015. The medtronic representative opted to reloaded the firmware for the motion controller. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that during a posterior spinal fusion procedure, the site stated that the button was pressed to move the imaging system to the side but reported the imaging system moved upward. The site rebooted the system, after which the site reported no further issues. The surgeon completed the procedure with the use of the imaging and navigation systems. There was no reported delay due to the reported issue. No patient impact has been reported.